Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
It was reported the patient has lost therapy and their charging system can no longer communicate with their ipg. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
E1: reporter name

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.